Event description:
The customer alleged they received a questionable igg antibodies to rubella virus (rub igg) result on their e601 analyzer. The patient's initial rub igg result was 7 iu/ml which was interpreted as negative. This result was reported outside the laboratory. On (B)(6) 2012, the patient's repeat result was 22.2 iu/ml which was interpreted as positive. It is unclear what method was used for repeat testing. Clarification has been requested. The customer does not know which result was correct. It was unknown if the patient was adversely affected. The rub igg reagent lot number was 167888 and the expiration date was not provided.

Manufacturer narrative:
The customer provided additional information. The patient's repeat result was run on the beckman coulter access ii.

Manufacturer narrative:
The patient's samples were tested with recom blot by (B)(6) tests and found to be (B)(6). The patient samples were considered (B)(6). The patient's sample results were close to the cut-off of the elecsys assay and slight variations are expected and should be taken into account. In this particular case the difference was unexpectedly high, but the difference was not regarded as critical for the detection of early (B)(6).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(6).

Manufacturer narrative:
Two samples were returned for investigation, 1 plasma sample and 1 serum sample. The samples were tested with rubella igg retention kits with lot numbers, 166445, 167888, and 169621. The customer's results could be reproduced. A final decision on whether the sample was negative or positive could not be determined.